Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure (batch no. 20214172, 20214172) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes") and loss of libido ("loss of sex drive"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue and loss of libido outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage had resolved. The reporter considered bladder disorder, device dislocation, dyspareunia, fatigue, female sexual dysfunction, loss of libido, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2009 and removal date updated to (B)(6) 2016. Lot number (20214172, 20214172) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, bladder problems/changes, urinary problems/changes, fatigue and loss of sex drive added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a 28-year-old female patient who had essure (batch no. 20214172) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion. Previously administered products included for birth control: mirena from 2003 to 2004 and nuvaring from 2001 to 2003. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes") and loss of libido ("loss of sex drive"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, loss of libido and pelvic discomfort outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage had resolved. The reporter considered bladder disorder, device dislocation, dyspareunia, fatigue, female sexual dysfunction, loss of libido, menorrhagia, pelvic discomfort, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet was received. Events added from pfs- discomfort. Historical condition, historical drug, age were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure (batch no. 20214172) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes") and loss of libido ("loss of sex drive"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue and loss of libido outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage had resolved. The reporter considered bladder disorder, device dislocation, dyspareunia, fatigue, female sexual dysfunction, loss of libido, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed in 2016. At the time of the report, the device dislocation and dyspareunia outcome was unknown. The reporter considered device dislocation and dyspareunia to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.